Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported on (B)(6) 2015 that the trial patient felt stimulation in the hip socket. The patient's hip pain went away when stimulation was turned off. The rep tried reprogramming and did not know what else to try. The rep was at the trial implant on (B)(6) 2015 and they felt confident they were in the s3. The voltage was anywhere between 0.4 and 1.2 volts. The rep was also unsure if the patient was getting benefit. The patient experienced irritable bowel syndrome (ibs), urinary incontinence, and rectal pain over the weekend. The patient had different types of stool textures and small, unsatisfying movements. The patient began the trial for fecal incontinence. Additional information received from the rep reported the lead was inserted into s2 instead of s3. After a new lead was inserted into s3, the issue was resolved and the patient went on to implant.

Manufacturer narrative:
Correction: correct manufacturing ID is (B)(4).

Event description:
Additional information received from the rep reported it was a "bad" lead placement and not a problem with the lead hardware. The patient was happy with the new placement.